Event description:
As reported via the department of safety, (B)(6) days post procedure the patient had an intermittent lbbb. This patient required a permanent pacemaker and the event is resolved.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities; are known potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty (bav), aortic valve replacement and the use of bioprosthetic heart valves. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported event cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities along with a pre-existing history of lbbb, and tachyarrhythmia, could have contributed to the event. No additional actions are possible at this time. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.